Event description:
The customer reported via phone call that he changed the sensor this morning and he did not get a sensor reading. Customer woke up with a blood glucose of 34 mg/dl. Customer could not figure out why he was not getting any insulin. Customer stated that he removed the sensor and put in a new one 30 minutes ago. Customer was assisted with turning the sensor feature off and then on again. Customer treated by eating breakfast. Customer's current blood glucose was 135 mg/dl. History was not showing any insulin delivery on (B)(6) 2015. Customer stated that the pump passed the self test. Customer stated that his blood glucose has been over 600 mg/dl. Customer was advised that the sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.